Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge septum was cracked. Customer's blood glucose level was approximately 80 mg/dl. Customer successfully loaded a new cartridge and resumed insulin.